Event description:
Pt had reverse total shoulder surgery. Surgery was completed and patient taken to pacu. The instruments for the case were taken to decontamination, where the spd employee washing the instruments noted a piece missing from a pituitary ronguer. Physician responded that he saw the x-ray and the piece of metal; noted shouldn't be a problem now. He plans to re-x-ray at his postop appointment to see if the piece had moved which was determined to be a piece of the pituitary ronguer. The patient was sent home and it appears the small piece left in shoulder should not be a problem but will be monitored on future appointment. FDA safety report ID# (B)(4).